Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer will change out the cartridge and resume insulin. A few hours later, the customer does not feel well, checks the pump, and observes that insulin has stopped. During troubleshooting with tandem technical support, pump data was reviewed and showed that there was no suspension of insulin outside of user initiation. However, pump data showed one alarm 22 which indicated that the quick bolux button was stuck.